Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Ipsilateral approach was obtained via the groin. The 100% stenosed target lesion was located in the moderately tortuous left superficial femoral artery (sfa). The physician placed a non-bsc guide wire across the lesion. The 2.0mm x 20mm sterling balloon was advanced into the patient. During the first inflation, the sterling balloon ruptured at 10atms. The device was removed intact and the procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).